Manufacturer narrative:
(B)(4)

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient fell down and a hematoma occurred in the part where the device was implanted. The hematoma caused an infection and the whole system was removed. It was unknown if x-ray images and telemetry data were available. Diagnostics/troubleshooting/interventions included treatment for the infection and removal of the system. It was unknown if the issue was resolved at the time of report. The physician who performed the procedure did not tell that the devices had a problem. The patient's status at the time of report was alive with injury. The severity was noted as severe.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that progress after the explant was good and the infection had become better currently and re-implantation of system would be considered. Effect had continued ever after the device was removed, and it was unknown if the effect may be caused by breakdown effect of therapy.